Event description:
Consumer initially called for assistance with performing control test. Control test results using level one and level two control solution were not within the acceptable ranges. Control tests using level one solution produced results of 66 and 61 mg/dl. Control test not within acceptable range of 20-50 mg/dl. Control level one, lot# 4bc1b68, manufacturer¿s expiration date is 02/28/2026 and open date is 07/11/2025. Control test using level two solution produced result of 131 mg/dl. Control test not within acceptable range of 94-128 mg/dl. Control level two lot# 5bc2a92, manufacturer¿s expiration date is 03/31/2027 and open date is 07/11/2025. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 01/24/2026 and open vial date is 2 months ago.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and level one control solution were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 18-jul-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 08-sep-2025: h3: was the device evaluated by the manufacturer? H6: updated FDA¿s type, findings and conclusions codes. H10: meter, test strips and one level of control solution were returned. Product testing was performed and defect found on returned test strips: e-5. No defect found on returned meter and control solution. Root cause: rc-072: vial left open for an extended period of time.